Manufacturer narrative:
The customer's complaint that the tubing separated at the y-site above the check valve could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that in the critical care/ICU, the tubing separated at y-sight right above the check valve. There was no patient harm.